Event description:
A malfunction was reported on the customer's pump, displaying a malfunction code and fault ID. There was no adverse impact to the customer¿s blood glucose level. Initially, the customer could not reset the pump due to the absence of a charging cable. Upon acquiring the cable, the customer contacted technical support, who assisted in resetting the pump successfully, after which the malfunction did not recur. The customer was advised to report any further issues, and they chose not to resume insulin use during the call.